Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 400 mg/dl. Reportedly, the customer continued to use pump for insulin therapy.